Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("one implant over half of its length in uterus/suspicion of essure located in abdomen") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menstruation increased. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding disorder") and menorrhagia ("heavy menstruation"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter provided no causality assessment for device dislocation, menorrhagia and vaginal haemorrhage with essure. The reporter commented: the physician sent samples to company. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 3552 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("one implant over half of its length in uterus / suspicion of essure located in abdomen"), device expulsion ("other essure implant visible at cervix") and genital haemorrhage ("she had had heavy bleedings") in an adult female patient who had essure (batch no. C51062) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menstruation increased. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding disorder"), menorrhagia ("menstrual bleedings had been heavy"), menometrorrhagia ("a year later heavy and irregular menstrual bleedings"), ovarian cyst ("ovarian cysts"), complication of device insertion ("uterus was contracting during insertion / uterus contracted strongly after insertion") and uterine spasm ("uterus was contracting during insertion / uterus contracted strongly after insertion"). The patient was treated with surgery (right implant was removed by laparoscopy.fallopian tubes were removed.) And surgery (left implant was entirely removed by hysteroscopy by pulling it out.fallopian tubes were removed.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, menometrorrhagia, ovarian cyst, complication of device insertion and uterine spasm outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device dislocation, device expulsion, genital haemorrhage, menometrorrhagia, menorrhagia, ovarian cyst, uterine spasm and vaginal haemorrhage with essure. The reporter commented: insertion details: implants were inserted at two session due to uterine contractions. First essure (right side) was inserted on (B)(6) 2015 and second essure (left side , lot number c51062) inserted on (B)(6) 2016. The patient wanted removal of implants because she connected beginning of bleeding disorders to essure insertion. Physician informed that perforation did not occur. The physician sent samples to company. Diagnostic results: ultrasound showed left implant more on uterus side. 2018 left implant was visible in orifice of uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("one implant over half of its length in uterus / suspicion of essure located in abdomen"), device expulsion ("other essure implant visible at cervix") and genital haemorrhage ("she had had heavy bleedings") in an adult female patient who had essure (batch no. C51062) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menstruation increased. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding disorder"), menorrhagia ("menstrual bleedings had been heavy"), menometrorrhagia ("a year later heavy and irregular menstrual bleedings"), ovarian cyst ("ovarian cysts"), complication of device insertion ("uterus was contracting during insertion / uterus contracted strongly after insertion") and uterine spasm ("uterus was contracting during insertion / uterus contracted strongly after insertion"). The patient was treated with surgery (right implant was removed by laparoscopy.fallopian tubes were removed.) And surgery (left implant was entirely removed by hysteroscopy by pulling it out.fallopian tubes were removed.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, menometrorrhagia, ovarian cyst, complication of device insertion and uterine spasm outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device dislocation, device expulsion, genital haemorrhage, menometrorrhagia, menorrhagia, ovarian cyst, uterine spasm and vaginal haemorrhage with essure. The reporter commented: insertion details: implants were inserted at two session due to uterine contractions. First essure (right side) was inserted on (B)(6) 2015 and second essure (left side , lot number c51062) inserted on (B)(6) 2016. The patient wanted removal of implants because she connected beginning of bleeding disorders to essure insertion. Physician informed that perforation did not occur. The physician sent samples to company. Diagnostic results: ultrasound showed left implant more on uterus side. 2018. Left implant was visible in orifice of uterus. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: device dislocation. The analysis in the global safety database revealed 3562 cases. Device expulsion. The analysis in the global safety database revealed 881 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 7-jun-2018: additional information received from essure removal questionnaire.added batch number for essure inserted on the left side (c51062). Added following events : menometrorrhagia, complication of device insertion, uterine spasm , genital haemorrhage, ovarian cyst and device expulsion. On 8-jun-2018: follow up processed together with questionnaire from 07-jun-2018 . Confirmation from physician that there was no perforation and addition of relevant tests. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.